Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of 380 mg/dl at the time of the incident. The customer was at 505 mg/dl at the time of the call. The customer was high as they had not treated their blood glucose since that morning. The customer had a motor error, no delivery, and low battery alarms on their pump. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.